Manufacturer narrative:
Device technical analysis: returned product consisted of the rotapro atherectomy system. Visual inspection of the device found that the coil was stretched and detached at approximately 36cm proximal from the burr. Inspection of the remainder of the device presented no other damage or irregularities. Device history review: a review was completed of the device history records (DHR) for the rotapro, part # h749394671750, batch # 0036314235. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could contribute to the event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review performed for the rotapro device confirmed that the event of burr detachment of device or device component is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of adverse event related to procedure. The reported event indicated that the burr broke off in front of the advancer after draw test. Product analysis confirmed the reported events, as the coil was stretched and detached. As a review of the DHR shows that the device was manufactured per specification, review of the instructions for use indicates that the device is not to be used if damages or defects are identified prior to use, and the reported events do not indicate any damages or defects to the device during unpackaging, preparation, or testing, it was considered likely that the reported events occurred due to factors encountered during the procedure. A potential cause for coil separation is tensile force [pushing or pulling], but this cannot be confirmed as clinical circumstances cannot be replicated.

Event description:
It was reported that burr detachment occurred. A 1.75mm rotapro was selected for atherectomy procedure. Following a draw test, an attempt was made to advance the burr over the wire. During this process, the burr broke off directly in front of the advancer. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that burr detachment occurred. A 1.75mm rotapro was selected for atherectomy procedure. Following a draw test, an attempt was made to advance the burr over the wire. During this process, the burr broke off directly in front of the advancer. The procedure was completed with another device. There were no patient complications.